Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery charger was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed bent pins in charger bay 2, the damaged pin did not allow a battery to connect to the battery charger, in addition, bay 1 was unable to fully charge a battery, this is an additional observation not related to the reported event. Supplemental testing revealed a damaged fet in the charging circuit. It was determined that the battery charger was assembled with an incorrect inductor, resulting in a damaged component. As a result, the reported "bent pin" event was confirmed. The most likely root cause of the reported bent pin can be possibly attributed to a forced or improper connection. The most likely root cause of the damaged component event can be attributed to improper assembly. An internal investigation was initiated to investigate battery chargers assembled with incorrect inductors. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, by product analysis,that the incorrect inductor was used during the assembly process. The battery charger was exchange. No patient complications have been reported as a result of this event.